Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photo shows that the anchor is fractured near the eyelet and is anchor is still in one piece. No product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial fixation procedure, the anchor device fractured while being inserted into the bone. There was a ten (10) minute surgical delay to retrieve a new anchor and the broken fragments however no patient impact or adverse events have been reported as a result of the malfunction. It was reported that no further information is available.